Event description:
Report received indicated the pgw .018 sv short 300cm st guidewire stretched and unable to retrieve from the patient. The unk lesion was post dilated. Thereafter, attempts to remove the guidewire were made, however, the reporter indicated the guidewire stretched and could not be retrieved. There were no adverse effects reported to the patient. Patient-vessel procedure specific information and outcome was not reported.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.